Event description:
The lay user/patient contacted lifescan (lfs) customer service on september 1, 2009 alleging that the lancet was not firing from her onetouch ultrasoft lancing device and she reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient on september 10, 2009 to obtain the following information: the patient indicated that the reported issue first occurred the previous month. The patient has not been able to test since then. She did not make any changes to her diabetes medications as a result of the reported issue. The patient claimed that 2 weeks after not able to test she developed blurred vision, which she indicated was due to high blood glucose levels. The patient continued to take her usual dose of medications and the symptoms went away at an unspecified time. The patient did not received any other forms of treatment. This complaint is being reported because the patient allegedly developed hyperglycemia (blurred vision) 2 weeks after not being able to test due to the reported lancing device issue. Replacement lancing device was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.